Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was replaced during the service call.

Event description:
The customer reported that the 9800 system had poor image quality. No pt injury was reported.